Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the sheath device was releasing internal fragments. When handling the catheter inside the sheath, the medical team noticed a line returning with the catheter from inside the sheath. The device has been changed to proceed with the procedure. The fragments were able to be retrieved without difficulty. The procedure continued and was completed. No patient consequences were reported.

Manufacturer narrative:
On 14-may-2025, the product investigation was completed as the complaint device was not returned for analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000466 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-jun-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-jul-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the sheath device was releasing internal fragments. When handling the catheter inside the sheath, the medical team noticed a line returning with the catheter from inside the sheath. The device has been changed to proceed with the procedure. The fragments were able to be retrieved without difficulty. The procedure continued and was completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis of the returned device revealed that the polytetrafluoroethylene (pt-fe) was partially detached and scratches were observed at the tip area. The internal walls of the sheath were inspected, and it was found a separation of the pt-fe on the shaft area; however, it could not be determined if the damage started from the tip or the handle area. Due to the conditions of the walls, the threaded-like material observed on the picture received by the customer of the pentaray used during the procedure, could be pt-fe; however, this could not be conclusively determined as the material was not returned for investigation. A device history review was performed for the finished device number lot 60000466 and no internal action related to the complaint was found during the review. The internal components exposed issue reported by the customer was confirmed. The ptfe detachment could be related to the use of excessive force during the procedure while the catheter or needle was introduced and/or removed from the sheath. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).